Event description:
The initial report from the field indicated that there was a stent deployment failure due to contrast leakage from the balloon. After additional investigation, it was reported that the product was not clinically used in the pt and was noted pre-use during preparation. There was no reported pt injury. No additional information appears to be available despite multiple attempts.